Event description:
During service by baxter, air in line printer circuit board (ail pcb) with out of specification was found. According to the hospital representative, no patient injury or medical intervention had been reported. No additional information or contact is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 18, 2007. Evaluation summary: evaluation was performed and the reported condition of out of calibration on air in line printer circuit board (ail pcb)was confirmed. Recalibrated the air in line printer circuit board (ail pcb). The pump was tested for proper operation and pump found to function properly.